Manufacturer narrative:
An event regarding a packaging issue involving a trident shell was reported. The event was not confirmed. Method and results: device evaluation and results: not performed, no packaging or devices were returned. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the reported packaging is needed to complete the investigation for determining root cause.

Event description:
It was reported that the outer sterile packaging was stuck to inner sterile packaging. Surgeon was not happy using it. Per additional information from the rep: no adverse event as another product was available for use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Product disposed at hospital.

Event description:
It was reported that the outer sterile packaging was stuck to inner sterile packaging. Surgeon was not happy using it. Per additional information from the rep: no adverse event as another product was available for use.